Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice pro had an unknown error code. The specific issue was not reported. It was not specified when in the therapy this occurred. It is unknown if there was patient involvement; however, there was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: a report of an unspecified alarm was received. The event history log review found a reload the set 202 alarm. A visual inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). Functional testing confirmed the reported problem. The direct cause of the problem was the c5 valve and manifold o-rings. The c5 valve and manifold o-rings were replaced to resolve the reported problem. Full functional testing, electrical testing, calibration, and a simulated therapy were performed on the device and found no additional issues related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.